Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two perclose devices were successfully pre-placed. The sheath was upsized to a 15fr and the tavr procedure was completed. However, the initial two sutures did not tighten. An additional perclose device was used; however, it failed to adequately achieve hemostasis and bleeding was still noted. Hemostasis was achieved with 20 minutes of balloon tamponade, followed by use of an 8fr non-abbott device and another 20 minutes of balloon tamponade. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.